Event description:
The customer reported to olympus, the visera elite ii video system center screen gradually blacked out. The issue was found in the middle of a therapeutic procedure (tapp - transabdominal preperitoneal). The procedure was completed with a similar device, and without delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital . D2: additional product codes fet and nwb. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally. The device evaluation found that the electrical connector was aged and vibrated for about an hour while connected, but the blackout was not reproduced; no abnormalities could be identified. The following procedures were performed, but no abnormalities could be identified: endoscope connection (no abnormality was identified in the connection), checked the power on (device powered on), inspected the observation monitor (no abnormalities could be identified), inspected the contents displayed on the endoscope screen (confirmed that the screen is displayed), inspected the endoscopic images (confirmed that the illuminated light exits from the tip of the insertion site of the endoscope), confirmed that narrow band imaging was switched, checked the light control function (automatic, manual inspection). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional option). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure phenomena could not be identified and as a result indication phenomenon factors could not be determined. Olympus will continue to monitor field performance for this device.